Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check it was observed that this device had evidence of oversensed noise on the atrial channel causing inappropriate atrial tachy response (atr) events. Attempts to reproduce the noise in clinic were unsuccessful. Boston scientific technical services (ts) reviewed the stored episodes and noted that the noise was consistent with minute ventilation oversensing which is usually due to a lead integrity issue. A review of the atrial lead impedance values noted several spikes above 1000 ohms since (B)(6) 2017 but nothing out-of-range. Ts recommended reprogramming the respiratory rate trend feature off in the device. The patient is pacemaker dependent but there was impact to ventricular pacing observed. No adverse patient effects were reported. The device remains in service.